Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen failure the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Event description:
The customer reported touchscreen failure. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
Rec¿d report date. MFR rec¿d date.. The customer confirmed the touch screen was calibrated. Calibration resolved the issue and the unit is now working. The customer confirmed the device successfully passed performance specification testing after the calibration was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.